Event description:
It was reported that the device had an unexpected longevity when the patient was notified that 2.5 years remained and elective replacement indicator (eri) was reached about five months later. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 bsx lead, implanted (B)(6) 2006. (B)(4).